Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon review, it was found that cardiac resynchronization therapy defibrillator exhibited episodes of post-paced t-wave oversensing. The device was reprogrammed. There were no patient consequences.